Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the patient suffered from right lung pneumonia need to be interventional surgery, during the procedure, the interventional nurse with the surgeon gave the patient aortic balloon catheter placement, the procedure went smoothly, according to the operation routine connection aortic balloon counterboost pump, the normal start 30s after the instrument alarm, suggesting that the pipeline leakage, re-checking the pipeline and the connection, no pipeline leakage was found, and then start the instrument again, the alarm suggests that the pipeline leakage, and adjusted the instrument for a number of times. The instrument still could not work normally and was replaced with another aortic balloon rebound pump with routine connection. After replacement with another aortic balloon rebound pump with conventional connection, the instrument worked normally and did not cause any harm to the patient". The patient's current condition is reported as "fine",

Event description:
It was reported "the patient suffered from right lung pneumonia need to be interventional surgery, during the procedure, the interventional nurse with the surgeon gave the patient aortic balloon catheter placement, the procedure went smoothly, according to the operation routine connection aortic balloon counter boost pump, the normal start 30s after the instrument alarm, suggesting that the pipeline leakage, re-checking the pipeline and the connection, no pipeline leakage was found, and then start the instrument again, the alarm suggests that the pipeline leakage, and adjusted the instrument for a number of times. The instrument still could not work normally, and was replaced with another aortic balloon rebound pump with routine connection. After replacement with another aortic balloon rebound pump with conventional connection, the instrument worked normally and did not cause any harm to the patient". The patient's current condition is reported as "fine",

Manufacturer narrative:
(B)(4).